Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 with high blood glucose of 439 mg/dl and then blood glucose went down to 156 mg/dl. Blood glucose at time of incident was 439 mg/dl and current blood glucose was 322 mg/dl. Customer treated high blood glucose with manual injection and insulin drip. Customer took manual injection to get the blood glucose to 325 mg/dl to where it is now. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer stated that he is doing the boluses with insulin pump but the blood glucose does not go down. The drive support cap appears normal. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.